Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. The customer obtained an unspecified low sensor scan and experienced symptoms described as "nausea, vomiting, confusion, difficulty finding words, pain in limbs, lack of energy" and was unable to self-treat. The customer was taken to the hospital where they found to be hyperglycemic via reported laboratory result of "around 800 mg/dl." The customer was placed in the intensive care unit where they received insulin (dose/type unknown) and fluids for dehydration. There was no report of death or permanent injury associated with this event.